Event description:
It was reported that the initial induction test following the implant procedure was unsuccessful. The device was reprogrammed and a second induction was also unsuccessful. The physician elected to open the pocket, and reposition the rv lead, resulting in a successful induction test. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).